Manufacturer narrative:
E1 initial reporter phone number- (B)(6). D6b- date of explant is unknown. Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken on an unknown date wherein ipg was explanted to address the issue. The patient was administered oral antibiotics to address the issue. Infection has resolved and a new ipg was implanted.

Manufacturer narrative:
The reported observation of infection cannot be confirmed through electrical analysis. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.